Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-05. H6: investigation summary five open 32g x 4mm pen needle samples and three photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on one sample and a broken non patient end of cannula was observed on four samples. No issues were observed with the patient end of the cannula. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that 3 bd micro-fine¿ pro pen needles 32g x 4mm were damaged (broken, missing, unassembled) . The following information was provided by the initial reporter : the customer reported that when removing the shield, the needle pe was found to be damaged, pushed backward.

Manufacturer narrative:
Medical device expiration date : unknown. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date : unknown.

Event description:
It was reported that 3 bd micro-fine¿ pro pen needles 32g x 4mm were damaged (broken, missing, unassembled) . The following information was provided by the initial reporter : the customer reported that when removing the shield, the needle pe was found to be damaged, pushed backward.